Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator power cord was burnt or melted. A boston scientific company representative advised sending a replacement power cord. No adverse patient effects were reported. The communicator power cord will be returned and is no longer in service.